Manufacturer narrative:
Request for additinal information sent to user. Device no available for inspection at this time.

Event description:
User stated the rope of the unit broke during use and when rope broke it pulled their head back, tweaking user neck and the crossbar fell on their head.